Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Foot control jack is bent, visible cracking at base.

Event description:
While using a g124 scaler, the plugs will not stay in the back of the unit and you have to have the water turned all the way up or the handpiece will get warm; no injury resulted.